Event description:
On (B)(6) 2008, this pt was implanted with gore tag thoracic endoprostheses. On (B)(6) 2008, a reintervention took place. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.